Manufacturer narrative:
User facility report (B)(4) was received on 18apr2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, while patient was admitted, a tear was noted to the outer casing of the black power lead cable near the system controller. The controller was replaced.

Manufacturer narrative:
Section a2: corrected. Section d1: corrected. Section d4, model number, catalog number, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of damaged black power cable could not be confirmed through this evaluation. Event details indicated, during a hospital visit, inspection of the patient¿s system controller noted a tear on the outer jacket of the black power cable near the housing end. This led to the replacement of the system controller. Attempts were made to obtain additional information from the customer regarding the serial number, providing log files, and product return status; however, no additional information was provided. A root cause that led to the damage on the black power cable could not be determined through this evaluation. Serial number of the system controller was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under section 10, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Inspect all cables for signs of damage. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.